Manufacturer narrative:
The technician found the head section hydraulic cylinder was bad. He replaced the head cylinder to repair the bed.

Event description:
Info rec'd indicates the head section will go up twelve inches and stop.